Manufacturer narrative:
Evaluation summary: the device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced a surface skin burn at the left lateral superior corner of the device, as a result of appropriate high voltage shock therapy. Intermittent "hot pocket" sensation was also noted over the life of the device. It was also reported that over the last six months, the patient was anxious because the device was making abnormal "ray gun" noises at various times, witnessed by family and friends at multiple locations. The device was also noted to be close to eri (elective replacement indicator). The device was explanted and replaced. No further patient complications have been reported as a result of this event.